Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. Unit was received with worn nylon washers and the retaining rings. New components were added to replace worn internal parts. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1018 mayfield swivel adaptor for service and repair because the ultra base unit has no lateral movement.